Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was an unexpected shutdown and electrical problem. No adverse consequences to the patient were reported.

Manufacturer narrative:
Correction: d.1;d.4

Event description:
It was reported that there was an unexpected shutdown and electrical problem. No adverse effects were caused to the patient from the event.